Manufacturer narrative:
The complaint of leakage on the ms994 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
The device is available for evaluation- it has not been received. Additional contact: (B)(6).

Event description:
The event occurred on an unknown date involving a clave® connector multidose vial adapter where the customer reported that the product was used on one of their vials and there was leaking observed at the site of puncture. It was further stated that it was confirmed that the provider was puncturing it in regular air and leaving this device in the product for 28 days. There was unknown patient involvement and unknown patient harm reported.